Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. The patient did not set their ipg to surgery mode. Further intervention may be pending.

Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2024 in which the ipg was explanted and replaced. The patient did not set the ipg to surgery mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.